Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support, who guided them through a complete pump reset, successfully resolving the issue, and enabling them to start their sensor session without further errors.